Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they had changed out their infusion set three times due to skin irritation from the adhesive of the tubing. The site had been swelling and was red. They had the infection for 24 hours. Troubleshooting was performed. The customer had a high blood glucose level of 475 mg/dl. The device will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.